Manufacturer narrative:
Medwatch sent to FDA on 07/25/2016. (B)(4). The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Follow up is being performed to obtain device manufacturer, serial number, lot number, implant, explant date, implanting/explanting physician, patient name, patient date of birth, device return status, and device relationship of the reported events. Device history record unavailable as device information is unknown. Device labeling addresses: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl." "Potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy."

Event description:
Following case received in an article titled "skin involvement as the first manifestation of breast implant-associated anaplastic large cell lymphoma." Article states, "we present a new case of breast implant-associated alcl with cutaneous lesions mimicking cutaneous metastases from a poorly differentiated breast adenocarcinoma." Details include, "several cutaneous nodules of 2 months¿ duration on the right breast¿radiographic follow-up revealed a right supraclavicular mass and multiple enlarged lymph nodes." Patient underwent a core needle biopsy of the mass that revealed "extensive necrosis." Patient was treated with chemotherapy and radiation therapy, but no improvements were noted. A second round of chemotherapy was prescribed but the disease progressed ¿with progressive hardening of the right breast and appearance of several cutaneous lesions...there were also several poorly circumscribed, erythematous, indurated papules¿.the patient reported moderate pain¿the CT scan showed a large amount of peri-implant fluid.¿ tested cells ¿were cd15 and cd30 positive and alk-1 negative.¿ patient was diagnosed with alcl associated with a breast implant capsule, ¿patient was started on chop therapy and the breast implant was removed. [Patient] presented febrile neutropenia during the treatment and finally [patient] died from septic shock.¿ autopsy was requested but the family refused. Manufacturer of the device is unknown. This medwatch represents the right side. See MFR # 9617229-2016-00093 for the left side.

Manufacturer narrative:
Medwatch sent to FDA on 10/14/2016. Additional information: age/date of birth.; outcomes attributed to event.; describe event or problem.; relevant tests/lab data.; other relevant history.; brand name; MFR contact info; model/lot #.; implant date; explant date; evaluation codes. Corrected information: PMA#. The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information: in (B)(6) 2003, patient was implanted with a natrelle breast implant, 410mx 140-520, gel textured, size unknown, implantation site unknown. Patient experienced an enlarged right breast. Patient was diagnosed with right side alcl on (B)(6) 2014. Patient received: first chop cycle without response in (B)(6) 2014. Ashap chemotherapy between (B)(6) 2014 (x 3 cycles). The device was explanted on (B)(6) 2014. Implant was present for 10 years and 9 months. Etoposide + cisplatin between (B)(6) 2014 (x 3 cycles). Treatment suspended due to neutropenia. On (B)(6) 2014, patient received 1 cycle of brentuximab. Patient then experienced multi-organ failure and died (B)(6) 2014. This medwatch represents the right side. See MFR # 9617229-2016-00093 for the left side.

Manufacturer narrative:
Medwatch sent to the FDA on 9/14/2016. Corrected data: MFR contact info. Manufacturer of the device is unknown. Therefore, this field in the medwatch has been corrected to reflect this.

Event description:
Following case received in an article titled "skin involvement as the first manifestation of breast implant-associated anaplastic large cell lymphoma." Article states, "we present a new case of breast implant-associated alcl with cutaneous lesions mimicking cutaneous metastases from a poorly differentiated breast adenocarcinoma." Details include, "several cutaneous nodules of 2 months¿ duration on the right breast¿radiographic follow-up revealed a right supraclavicular mass and multiple enlarged lymph nodes." Patient underwent a core needle biopsy of the mass that revealed "extensive necrosis." Patient was treated with chemotherapy and radiation therapy, but no improvements were noted. A second round of chemotherapy was prescribed but the disease progressed ¿with progressive hardening of the right breast and appearance of several cutaneous lesions...there were also several poorly circumscribed, erythematous, indurated papules¿.the patient reported moderate pain¿the CT scan showed a large amount of peri-implant fluid.¿ tested cells ¿were cd15 and cd30 positive and alk-1 negative.¿ patient was diagnosed with alcl associated with a breast implant capsule, ¿patient was started on chop therapy and the breast implant was removed. [Patient] presented febrile neutropenia during the treatment and finally [patient] died from septic shock.¿ autopsy was requested but the family refused. Manufacturer of the device is unknown. This medwatch represents the right side. See MFR # 9617229-2016-00093 for the left side.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl)